Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and high out of range impedance measurements. A lead fracture was suspected and was confirmed through x-ray. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was fractured approximately 34 cm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe this was a result of clavicle/first rib entrapment.